Event description:
The pt's family member called to report that pt experienced a low blood glucose episode that required intervention. She stated that pt had convulsions in pt's group home and the suspect device was used to check pt's blood glucose with a result of 147mg/dl. Pt was taken to the ER and an ER meter read pt's blood glucose level as 20mg/dl. Pt was treated with an IV. The family member then stated that the pharmacy that dispenses the test strips removes them from the original capped vial and places the test strips in a brown ziplock bag before supplying the test strips to the group home. No glucose controls were used to check the accuracy of the suspect device system. The suspect device was replaced with new product and authorized for return to the MFR for eval.